Event description:
Boston scientific received information that this patient had been in the intensive care unit (ICU) for an unknown reason. During this time, this implantable pacemaker (ipm) was implanted. Five days post implant, the patient coded while still in the ICU.

Manufacturer narrative:
The patient was currently in sinus rhythm at 80 bpm and the patient's physician does not want to make any system changes at this time. Device pacing and sensing were normal and lead diagnostics were appropriate. An x-ray was unremarkable for lead movement. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.